Manufacturer narrative:
Follow-up #1 and final report submitted to correct section and to update sections based on the results of investigation. Customer reported that whilst surgeon was removing the checkpoint, part of the tip of the checkpoint driver came off. Device evaluation was not performed and the checkpoint driver assembly event was not confirmed. Review of the device history records indicate 120 devices were manufactured and accepted into final stock on (B)(6) 2015. Based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the checkpoint driver assembly. There has been no other events for the referenced lot number. No product inspection was completed due to the part not being returned. As the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Device was not returned.

Event description:
Whilst surgeon was removing the checkpoint, part of the tip of the checkpoint driver came off.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Whilst surgeon was removing the checkpoint, part of the tip of the checkpoint driver came off.